Event description:
It is reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that got a crack just below the hub of catheter. The crack was discovered post placement. The catheter was pulled and replaced. Patient involved without injury.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.